Event description:
Patient with tooth #unk, #unk, #unk loss of integration. Patient had three lodi placed, they had them fail and the clinician had to remove. Loss of integration.

Event description:
Patient with tooth #unk, #unk, #unk loss of integration. Patient had three lodi placed, they had them fail and the clinician had to remove. Loss of integration.